Manufacturer narrative:
Continuation: product ID 3889-28 lot# va1c1dk serial# implanted: 2017 (B)(6) explanted: product type lead: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who asked to contact a local manufacture representative (rep). Patient repots having some concerns because they were feeling stimulation in their toe next to their big toe and they don't think it is normal. Patient said it is a vibration and it is getting worse today; they further noted therapy is helping 30-40%. Patient said they slipped on water and cut themselves, but they didn't fall on their device three days ago. As a result of what was reported, the patient was redirected to the healthcare provider (hcp) who will contact a rep. It is unknown as to when therapy helping 30-40% occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1c1dk, product type lead. Patient code (B)(4) and device code (B)(4) pertain to the lead (va1c1dk).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their implant was acting weird and that they could feel the device weirdly pulsating when they were on their side. The patient noted that there was also bulging where the wires were. The patient stated that they had their sister check the area and she noticed that there was a little bit of bruising around the site where the leads should be. The patient noted that they had fallen on saturday and on monday when they were in their healthcare professional (hcp) office. The patient was advised to follow up with their hcp. No further complications were reported or were expected.